Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic for a routine device check, noise and low, out of range, pacing lead impedance were observed on the atrial lead. The noise was reproduced via isometric testing. The patient is not pacemaker dependent. The device was already programmed. No further intervention were scheduled. The patient was stable and being monitored.